Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of leakage at adapter tubing junction were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Event description:
It was reported that 2 of the bd saf-t-intima¿ closed IV catheter system leaked at the junction of the "butterfly" and the extension. The following information was provided by the initial reporter, translated from portuguese to english: the catheters showed leakage at the junction of the ¿butterfly¿ and the extension.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd saf-t-intima¿ closed IV catheter system leaked at the junction of the "butterfly" and the extension. The following information was provided by the initial reporter, translated from portuguese to english: the catheters showed leakage at the junction of the ¿butterfly¿ and the extension.